Event description:
A malfunction alarm was reported with code malf 12, and fault ID 0x2071 was available. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump. The malfunction code did not recur following the reset, and the customer was instructed to continue using the pump and call back if the issue reappeared. The customer acknowledged and understood the guidance provided.